Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years, two months, and seventeen days following the implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram (tte) identified stenosis with an increased mean gradient of 52 mm hg, a max gradient of 4.5 mm hg and an aortic valve area (ava) of 1.1. Further information was received which indicated that the valve appeared to have been implanted deep and appeared compressed. Five years, four months, and nine days post valve implant, a 23mm non-medtronic valve was implanted valve-in-valve. No additional adverse patient effects were reported.